Event description:
It was reported that the patient went to the hospital two weeks before the operation because the product did not work properly. As a result of the inspection, it was confirmed that the left cylinder had a hole. The left cylinder and pump were replaced. The cause of the cylinder hole was not detailed by the hospital. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 inflatable penile prosthesis (ipp) cylinder was visually inspected and functionally tested. There was a hole on the cylinder outer tube by the proximal end most likely from sharp instrument damage that occurred during explant. There were no leaks and no damages found in the inner tube. The cylinder passed the pressure test within specification. The second cylinder was visually inspected and functionally tested. There were no leaks and no visual abnormality found upon inspection. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. There were no leaks and no visual abnormality found upon inspection. The pump was functionally tested and did not pass the deflation test.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the product did not work properly. As a result of the inspection, it was confirmed that the left cylinder had a hole. The left cylinder and pump were replaced. The cause of the cylinder hole was not detailed by the hospital. There were no patient complications.